Event description:
It was reported that patient presented remotely via merlin.net and via clinic follow-up. The right ventricle (rv) lead exhibited noise over sensing. No intervention or procedure was performed, the rv lead will continue to be monitored. The patient was stable throughout.